Manufacturer narrative:
Event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had high impedances on the t6 drg lead and was not getting adequate therapy. As a result, surgical intervention occurred on (B)(6) 2021 and the lead was explanted and replaced. The patient has effective therapy post operatively.